Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of blood return through the catheter was inconclusive since the clinical conditions could not be replicated. One 4fr s/l powerpicc solo was returned for investigation. The catheter extended 43.5cm from the distal end of the molded wing. The catheter revealed evidence of use. The printing on the extension leg was worn. The printing on the molded wing was partially worn. Residue remained adhered to the external surface of the extension leg, molded wing and a 2.5cm segment of catheter tubing distal to the molded wing. What appeared to be blood residue was observed in the extension leg tubing. A functional test revealed that the catheter was occluded. The lumen became patent to infusion after dislodging what appeared to be coagulated blood residue. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters; however, it was reported that blood returned through the catheter after flushing and removing the syringe. Since the clinical conditions could not be replicated, the complaint was inconclusive. The product IFU provides instructions for flushing and maintaining the catheter to keep the valve clean. The syringe should be removed slowly while injecting the last 0.5ml of saline. This helps prevent a vacuum which can pull a small amount of blood into the tip of the catheter.

Event description:
After flushing with saline and taking the syringe away there was spontaneously blood return in the catheter. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reay2133 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
After flushing with saline and taking the syringe away there was spontaneously blood return in the catheter. No patient injury reported.